Event description:
The pt was using this replacement monitor for more then six months and her readings came in as normal. In a dr's office, her blood glucose was well over 200. The pt brought back the meter to pharmacy and performed the test in front of the pharmacist. Again, the meter reading was normal. The pharmacist performed another test using a different meter. The reading was over 200. The pt has purchased another co's blood glucose monitor and is under treatment to contral the blood sugar.